Event description:
Information received regarding the explanted device notes that at the patient's first follow-up visit, the physician could not obtain telemetry and asynchronous pacing with magnet was not possible. The patient denied any physical trauma and the physician denied use of electrocautery. The patient was asymptomatic.